Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was being performed under general anesthesia. Heparin was given for anticoagulation throughout the procedure, yet it was noted there was a delay in administration. Transseptal puncture (tsp) was performed with versacross connect (vcc) transeptal access system and a watchman trusteer access system (was). The was advanced into the left atrium. The activated clotting time (act) was noted to be 227. A 31mm watchman flx pro closure device and delivery system (wds) was advanced and deployed in the laa. A thrombus was observed on transesophageal echocardiogram (tee) imaging attached to the sheath, as the physician was unsheathing the flx ball. The physician immediately fully recaptured the closure device within the wds while a 50cc syringe was performing negative pressure aspiration on the wds. The thrombus was no longer visualized on tee. A new wds was prepped, advanced, and implanted in the laa. The procedure was concluded. After waking up from anesthesia, the patient was able to move all extremities and had no signs/symptoms of stroke. The patient was fully recovered and discharged the following day post index procedure.